Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.

Event description:
The device was returned by the customer, for damaged caused 20 minutes into an unknown procedure. The device had difficulty in cutting the tissue and an alarm was observed within five minutes of the procedure beginning. The device had been inspected before use and had no anomalies. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the teflon pad had been partially peeled with the metal of the grasping section exposed. This medwatch is being submitted for the reportable issue of teflon pad had been partially peeled with the metal of the grasping section exposed observed during evaluation.

Manufacturer narrative:
The data for personal information (patient) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Additional information is not yet available for this event. The device history record review confirmed that the device lot had no anomaly in inspection. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the teflon pad was partially peeled off with metal of the grasping section is visible. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. The exact cause of the event cannot be exclusively identified. However based on device evaluation and the past investigation results, it is likely the error and peeling of the tissue pad occurred by the following mechanism: the wearing and partially peeling of the tissue pad could have happened because seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The difficulty of the cutting was likely occurred due to the peeling of the tissue pad. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The probe coating was peels off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.